Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. There was no button error alarm during testing. There was no moisture damage found on the electronics, motor, battery tube, vibrator assembly. The unit had minor scratches to lcd window, cracked case near lcd window corners, reservoir tube, reservoir tube lip, battery tube threads, scratched reservoir tube window, stained address or serial number label and stained endcap sticker.

Event description:
It was reported that the insulin pump alarmed button error. It was reported that insulin pump has cracks around the display window. Customer's blood glucose reading was 190 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.